Event description:
Reporter alleged blood glucose measured 63 mg/dl at 9:40 am compared back to back to a result of 220 mg/dl performed at 9:42 am. No actions were taken or treatment received reportedly as a result. A request was made for the return of suspect device and replacement product was sent.